Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis could not verify nor replicate the customer issue. Visual inspection was performed and no grip misalignment was observed. No loose tip was observed. No issues with manual articulation of the instrument's inputs were observed. The grip tips moved accordingly. The prograsp forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No gripping issues observed during in-house testing. The grip tips held the needle without any issues. The bumper test was performed and passed. The instrument was fully functional. There was no problem detected. A review of the device logs for the prograsp forceps 471093-11/k10210316-0286 associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2021 via (B)(4). There were 8 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument had a loose tip. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps had a loose tip. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.